Event description:
It was reported to ge that the column and/or the table intermittently moves without command or that the table continues to move when the motion switch is depressed and then released. These movements can drive the table to the mechanical limit stop.